Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer received information regarding a rep dream station auto CPAP device, and the manufacturer received information alleging kidney disease/toxicity. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes there was no visible foam degradation and unit passed final test. In box b: adverse event/product problem as both and outcomes attributed to ae as other. In box d: product brand name, product UDI, device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box e: reporting institution name has been updated. In box h: device evaluated by mfg?, device problem code grid, evaluation method code grid, evaluation results code grid , conclusion code grid has been updated.